Manufacturer narrative:
(B)(4). The lot/batch was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
It was reported that during an unknown procedure, the titanium tip broke off the scalpel during the procedure. The broken piece was retrieved by forceps and was discarded. Changed to another one to continue, the white tissue pad was fallen off. The fallen piece was retrieved by forceps and was disposed. Finally the surgery was completed with another one. There were no adverse consequences to the patient.